Event description:
During product evaluation, failure code 812:02 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:the condition of failure code 812:02 was confirmed in the pumps event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty pump head mechanism, and therefore the pump head mechanism was replaced.